Event description:
Device issue: did not function as expected - exchange sheath splitting. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician using the starclose se device attempted arteriotomy closure of femoral artery after an interventional procedure. Reportedly, increased resistance was encountered during exchange sheath splitting. Hemostasis was not achieved with the device. It was not specified how hemostasis was achieved. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.